Event description:
It was reported that the handpiece began overheating at the beginning of an extraction procedure. There was no reported patient or user injury, and the procedure was completed successfully with another device that was available.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the rise in temperature was confirmed as the top of the device heated up. Based on the investigation detail, the likely cause for the alleged overheating was that the driveshaft would not fit in the spindle housing, as there was a broken bearing on the driveshaft. Bearings were replaced along with some other components, and the handpiece was repaired and returned to the customer.